Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the unit kept saying cassette not installed. Tried it on 2 different sets. Patient involvement is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. Performed non disposable alarm testing of pump as per procedure. No problem found with downstream occlusion sensor. However, tested pump with cassettes and unit kept saying cassette not installed. Tested with two different sets. Root cause is unknown. Preventative maintenance was performed.

Event description:
Additional information received 6-may-2022: event did not occur while in use by patient. Found during testing.